Event description:
It was reported that intermittently the monitors could not display a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The transformer relay was replaced during the service call. The system was tested and found to be working as intended and put back into service.